Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 4, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking button on an aiming arm would not lock properly during an open reduction internal fixation (orif) procedure of the left hip on (B)(6) 2016. After moving the guide sleeve around, the surgeon was able to get the aiming arm to lock. The issue did not result in a surgical delay. The procedure was completed successfully. The patient's outcome was reported to be "stable." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the device was extremely worn with scratches and marks on numerous locations. All of the identified damage was cosmetic and did not affect the functionality of the device. The device was tested/assembled with known conforming instrumentation (part# 357.369 / lot# 76667, part# 357.371 / lot# 4546699) to test the locking mechanism of the aiming arm and no issues or discrepancies were detected. The aiming arm functioned as intended. The exact cause for the complaint condition is unknown. A visual inspection, functional test, lot# 4546699) the design was determined to be suitable for the intended use when employed and maintained as recommended. No manufacturing or design issues were noted during the investigation. This complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.